Event description:
The reporter stated a plate silicone lens model aa4204vl tore during insertion. The lens was implanted and removed in 2005 without pt injury. The reporter believes the lens was damaged by the injector. An msi-tr injector and mtc-60c fp cartridge were used, but the lot numbers were unk.